Event description:
The complaint is reported as: the patient (end-user) alleges that the yellow plunger of his voldyne volumetric exerciser is jamming, or seizing into place at the rest position. The end-user reports that he must expand much more of a breath than he should to dislodge the plunger to meet prescribed volume. Patient condition is reported as fine.

Manufacturer narrative:
The pictures provided from the customer are not enough to confirm the failure mode, sample is require to conduct an evaluation. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product voldyne 2500 volumetric exerciser, lot # 01d1300012 was manufactured on 04/16/2013. The DHR investigation did not show issues related to complaint. Document (fmea) assessment was conducted and no changes were required. The pictures provided from the customer are not enough to confirm the failure mode, the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.